Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not clinical use, when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluro storage was not possible. Analysis of system log file showed that the image disk was full and there was malfunction with the frontal ip-pc. The issue was resolved with the soft reboot. During troubleshooting, the fse found that the frontal ip-pc failed to boot up. Replacing hard disk did not resolve the issue. The fse replaced the ip-pc and hard drives in the subsequent case. After replacement of the ippc and hard drives, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoro storage was not possible. No harm to user or patient was reported. Philips has started an investigation of this complaint.